Manufacturer narrative:
(B)(4). Evaluation codes were added. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j11037 and h12l13070 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported and the cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.